Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss and erosion. "After 1 1/2 year of good functioning and patient satisfaction, suddenly he develops a liquid bulk inguinal area, above the posing ducts area, confirmed by CT scan - the device lacks pressure and stops functioning - after 1 month develops urethral erosion." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff and control pump performed within specifications. The balloon was not functionally tested as the original pressure is unknown. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss and erosion. "After 1 1/2 year of good functioning and patient satisfaction, suddenly he develops a liquid bulk inguinal area, above the possing ducts area, confirmed by CT scan - the device lacks pressure and stops functioning - after 1 month develops urethral erosion." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate event and is reported under 2183959-2018-62145 and the analysis will be submitted after completion under 2183959-2018-62145. Device analysis: malfunction was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff and control pump performed within specifications. The balloon was not functionally tested as the original pressure is unknown. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss and erosion. "After 1 1/2 year of good functioning and patient satisfaction, suddenly he develops a liquid bulk inguinal area, above the possing ducts area, confirmed by CT scan - the device lacks pressure and stops functioning - after 1 month develops urethral erosion." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. This report is a duplicate event and is reported under 2183959-2018-62145 and the analysis will be submitted after completion under 2183959-2018-62145.